Event description:
It was reported to philips that the system was unable to turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and inspected the system. As a part of troubleshooting action, the fse reset the power to gpdu and rebooted the system three times. The fluoroscopy and digital acquisition modes were tested with out any issue. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.